Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the hardware failed. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple drawers were not detected on communication bus. A field service engineer tested the drawer, which was not on the communication bus. The field service engineer accessed the station's back panel; no lights were present on the drawer controller. The module controller was replaced to resolve the issue. The system functioned as intended after the field service engineer repaired the device.